Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who reported no cause determined with the premature battery.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative (rep) that there was premature depletion of the implantable neurostimulators (ins) on (B)(6) 2016. There were no known environmental or external factors that led to the issue. No diagnostics or troubleshooting was performed. The inss were replaced due to elective replacement indicator (eri) and the issue was resolved. The patients indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.